Event description:
It was reported that during an implant attempt, the helix was unable to be extended after implanting in the right ventricle (rv). Erratic helix behaviour was noted after explanting and testing the helix on the table. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. Blood/body fluid was found on the distal conductor (not obstructed), and the inner insulation was kinked buckled. The guide tooth was damaged and the lead appeared to be damaged at implant.